Manufacturer narrative:
(B)(4). Additional information: this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the device has been made. A follow up report will be submitted should additional information become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:625:0000 was confirmed during product evaluation. The root cause was not identified. No repairs have been performed as the referenced device has been removed from service. This device is an unremediated colleague pump with a user interface module software version of 5.06.00. Baxter has conducted a trend review and found similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a damaged communication harness. Baxter's review of the device event history determined the reported condition interrupted delivery. The software version of this device is currently unknown. No additional information is available at this time.